Manufacturer narrative:
The reported event of the atrial lead could not be fully inserted into the header was confirmed. Analysis revealed the physician had not applied enough turns to the setscrew or was incorrectly inserting the wrench into the setscrew to back it out from the header port. During analysis, the setscrew was backed out from the port normally and the leads could be fully inserted into the atrial connector port. Inspection of the header did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to insert the right atrial lead past the set screw despite multiple attempts. The physician elected to remove and replace the pacemaker which was successfully connected to the right atrial lead the patient was in stable condition throughout.